Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this pacemaker was depleting prematurely. The power consumption had been increasing steadily over the past year. This device declared a fault code indicative to voltage too low for remaining capacity. This device was replaced for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this pacemaker was depleting prematurely. The power consumption had been increasing steadily over the past year. This device declared a fault code indicative to voltage too low for remaining capacity. This device was replaced for a new one. No additional adverse patient effects were reported.